Event description:
It was reported from a literature study that a patient presented for an unrelated ablation procedure. During the procedure, conductive telemetry was temporarily interrupted from the aveir device due to noise picked up from external sources. While performing the ablation, the aveir device exhibited under-sensing resulting in inappropriate low voltage output. Transient bradycardia was also observed from the patient during the procedure. The procedure was completed successfully, and the patient was discharged. No further complications were noted post-procedure.